Event description:
On (B)(6) 2013, the patient¿s mother/reporter contacted animas on behalf of the lay-user/patient, alleging that the patient required hcp treatment for a blood glucose reading of 600 mg/dl and had ketones after the animas insulin pump could not power on. The patient reportedly was not feeling well when his blood glucose was elevated. The patient received IV fluid and was sent home at 2 am. The subject pump was not available for troubleshooting. The battery on the insulin pump was replaced but the issue was not resolved. This complaint is being reported because the patient required hcp treatment for hyperglycemia after the subject insulin pump was found to have a power issue.